Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0958b, implanted: (B)(6) 2013, product type: lead. Refer to manufacturer report #3004209178-2017-23969 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that they saw their healthcare provider (hcp) who told them one of their leads appeared to not be working, and they made some programming adjustments at that time. The programming adjustments made the patient's symptoms worsen so they went back to see their hcp a few days later to have the settings returned to normal. The settings change back to normal resolved the return of symptoms. The patient stated they will follow up with their hcp about the lead issue. No further complications were reported or anticipated. Additional information was received from a healthcare provider stating that no it was not a malfunction and it was a slightly increased impedance. They programmed around it and did not do as well so programmed back to original settings.